Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited noise, loss of capture (loc) and high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature. It was noted that the patient rarely paces in the rv. Programming changes were attempted, however, did not note any changes. The root cause was not determined. No adverse patient effects were reported. This product remains implanted and in service.